Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2017-00057 / 00059).

Event description:
Patient underwent a left knee revision procedure approximately two years post-implantation due to unknown reasons. All components were removed and the patient was converted from a partial to total knee.